Event description:
Same case as MDR ID# 2134265-2014-03497. It was reported that post a stenting treatment procedure, stent thrombosis occurred. The target lesion was located in a tortuous and highly calcified mid right coronary artery (rca). A 2.25x12mm maverick balloon catheter was advanced to the proximal and mid rca inflated to 8atm for 15 seconds then again at 7atm for 10 seconds. A 2.75x38mm promus premier stent was then deployed in the rca at 13atm for 20 seconds. Additionally a 3.0x12mm promus premier stent was deployed in the prox rca at 13atm for 17 seconds. Activated clotting time was drawn and results were 407 seconds. The thrombosis was treated with balloon angioplasty of rca with a 3.0x20mm nc quantum apex balloon. The procedure was completed with this device and no further patient complications occurred.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).